Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right ventricular (rv) tip seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The issue was suspected to be air bubbles behind the seal plugs.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was attempted at implant. Oversensed noise was observed on the left ventricular (lv) and the rate/sense channel resulting in pacing inhibition. This device was not implanted. A new device was successfully implanted. No adverse patient effects were reported.